Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Impression of echo videos: presumably shortly after implantation of a 6900ptfx mitral bioprosthesis, there is abnormal opening of at least one and possibly two leaflets, with two bends within the leaflet body that creates a softened ¿z¿-like appearance; and central mitral regurgitation that is probably moderate in severity. Although an abnormality intrinsic to the bioprosthesis cannot be excluded, the abnormal appearance of the leaflet is consistent with and suggestive of a suture loop. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. In this case, there is insufficient information to conclusively determine the root cause of this event. However, it is likely that procedural related factors contributed to this event. Per the device instructions for use, avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that central regurgitation was observed soon after the implantation of a valve model 6900ptfx 25mm. As reported, postoperative echo revealed a central 5 ml regurgitation. As the patient was an elderly woman, the surgeon judged that the patient could not tolerate a re-operation and the valve was not removed. The patient was transferred out the operating room and put under monitoring. Two echo videos were provided. The surgeon is not willing to provide any other information. Per review of the echo images, abnormal appearance of the leaflet is consistent with and suggestive of a suture looping.